Event description:
It was reported that after use, it was found that the liquid input volume far exceeded 3 ml/h, reaching 10 ml/h. After the doctor replaced the pressure sensor, it returned to normal. There was no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.